Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited a loss of capture and sensing. A chest x-ray was performed which revealed that the lead had dislodged. On (B)(6) 2018 the physician attempted to reposition the lead but the helix would not extend. The lead was successfully explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Final analysis found that the lead damage identified was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed